Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: d4: additional device information- catalog number updated d9: device availability g1: contact office (and manufacturing site for devices) contact name and email g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date updated to unknown h10: additional narrative product experience report was received, reviewed, and evaluated by the manufacturer.a review of manufacturer product experience files and related trending data for similar incidents was performed to evaluate whether other similar product experiences reports have been received and if data suggests any adverse trends may have contributed to the product experience root cause. Condition of the returned product was evaluated to confirm the reported product experience. As part of each product experience investigation, the manufacturer performs an analysis to determine the root-cause of the reported problem. Depending upon the information provided, a true root-cause may or may not be determined. In these cases, the most-likely cause of the reported issue would be determined. Other known issues that are inherent to the business operations, typically ones that are related to shipping, handling, customer service, or other, are internally tracked and continually trended for unusual increases. As a result of the above investigation, he manufacturer has concluded the following as the root-cause or most likely root-cause of the reported product experience condition: hazard experience: thread fracture during function most likely root cause of the failure mode / hazard: thread fracture during function typically results from insufficient tightening torque at placement, overloading of the abutment in function, or not retightening the abutment at prescribed intervals. No manufacturing event was confirmed, event is tracked and trended with no further actions taken at this time.

Event description:
No further event information is available at the time of this report.

Event description:
Doctor reported fracture of locator screw. The last part of the screw could not be removed by doctor.

Manufacturer narrative:
Zimvie complaint number (B)(4). E1: reporter phone:(B)(6).